Event description:
Rptr alleged customer obtained blood glucose results of 450 mg/dl, 200 mg/dl, and 70 mg/dl when testing was performed back-to-back on the compact plus sys. The rptr stated the customer had symptoms of low blood glucose and self-treated by drinking orange juice, after which she felt better. No serious adverse event was reported in connection with the alleged malfunction. Suspect prod is unavailable for return; replacement prod was sent.